Event description:
Voluntary event report mw5073458 was received from the FDA by the manufacturer. The report alleges a patient became disconnected from a ventilator and expired. The voluntary event report does not include contact information or a serial number for the ventilator associated with the allegation. The manufacturer searched their MDR database and complaint system for a similar event with a similar date of occurrence, (B)(6) 2017. The manufacturer was unable to identify a similar event. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.